Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer¿s complaint was confirmed and a service required code concerning a pressure drop between the monitor and outlet pressure sensor was found in the ventilator's downloaded error log. The device's flow sensor and inline proximal filter were replaced to address the issue. Additionally, the internal battery door was replaced, which was not related to the malfunction.